Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. Photo provided shows an activated autonome device. The lens bay door is open. The plunger is advanced into mid nozzle and is bent. Iol is not visible. Based on our observation of the attached photo, the plunger is bent. As the product was not returned for analysis, definitive determination of the reported complaint cannot be made, however, the most likely cause for the observed severely bent plunger is a lens that became stuck in the device, preventing the plunger from advancing continuously outside of the nozzle tip. Continuous force on the lever to push the plunger, while being blocked by the stuck lens, likely caused the plunger to bend under the force. Lens may become stuck in the device: if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become ¿stuck¿ in the device due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may cause the lens to become stuck. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an unspecified issue. As per image, it appears to be plunger appears bent. Additional information has been requested.